Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were ink spots on the display. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: during investigation, the pump was powered up to a clear and legible display. No evidence of ink spots were found on the display. Unrelated to the original complaint, moisture was observed in the battery compartment. The leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The pump was opened to find no moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.